Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the initial inflation below rated burst pressure, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status was good.